Event description:
Pt was hospitalised due to severe hypoglycemia. The customer lost consciousness and fell to the ground where customer hit customer's head. The customer's relative treated the unconscious customer with a glucagon injection and called the ambulance. The relative did not use freestyle meter before or after the event. However, the customer's relative performed comparison tests using the freestyle meter the day after the event occurred. The resukts were 129mg/dl and 102mg/dl.